Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that two pts had aneurysms of their implanted hemashield vantage grafts. One was discovered on (B)(6) 2011 and the other was discovered one to two months ago. One pt had the graft implanted at least 8 years ago, if not more. The second pt received the implant between 6 and 10 years ago. The doctor was not certain about when the grafts were originally implanted. One pt's aneurysm was repaired with an endovascular covered stent graft. The other pt is scheduled for surgery on (B)(6) 2011. The products will not be returned to maquet cardiovascular. Refer to medwatch # 2242352-2011-01969.